Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient began treatment intraperitoneally with vancomycin (nightly, dose not reported) for the event. Treatment remained ongoing. It was reported that the patient's effluent was clear. The patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.